Event description:
Report received from distributor indicating damage to a paratrend 7fl sensor. Damage reported to be separation of sensor tip following withdrawal of sensor from the pt. Distributor reported that the physician at the user facility indicated that there was no pt injury or adverse events.